Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data. The prosa® was manufactured by a qualified employee in november 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv707t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: although no significant damage or deformations were observed during the visual inspection, the measurement of plane parallelism revealed that the valve was slightly outside specification. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test revealed that the brake function was fully operational and the braking force was within the given tolerances. Result first, we performed a visual inspection of the prosa®. Although no significant damage or deformations were observed during the visual inspection, the measurement of plane parallelism revealed that the valve was slightly outside specification. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve operated as expected and met all specifications. Finally, the valve was dismantled. A small amount of build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of occlusion was not able to be substantiated; the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have led to the reported event. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.

Event description:
It was reported miethke that a prosa valve (part # fv707t) was implanted during a procedure performed in (B)(6) of 2017. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.